Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. The customer stated that the patient was a neonate patient.

Event description:
It was reported that when the maxzero is attached to a bd 3ml syringe, the maxzero leaks. The customer also stated that it is unknown what the percentage of the infusion leaked out, but it does appear to have been less than 50%. The customer later stated that there were no adverse effects caused to the neonate patient from the event.